Manufacturer narrative:
(B)(4). The evaluation of the returned transfer set was completed. A visual inspection (naked eye and microscopic) was completed and a damaged patient adapter was identified. Leak testing, clear passage testing and clamp functional testing were all performed with no issues noted. The reported leak was unable to be verified during the sample analysis, but evaluation of the sample identified a damaged patient adapter which could have contributed to the reported issue. The cause of the damage was undetermined. A CAPA has been initiated to investigate the identified issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set experienced a leak. The leak occurred during use, near the twist clamp of the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned, and a device evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.